Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during a mid urethral sling procedure. Pt age was reported as over 18 years. According to the complainant, during the procedure the sling "did not work". The procedure was completed with another obtryx halo system. There were no pt complications and the pt's condition at the conclusion of the procedure was reported to be "okay". Attempts to obtain additional info have been unsuccessful.

Manufacturer narrative:
Info supplied in section f was completed by the MFR based on info obtained from the complainant. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).